Event description:
It was reported that the patient with this inflatable penile prosthesis is having issues with a cylinder aneurysm. The patient followed up with the physician and physician stated the need for additional surgery. The patient service specialist suggested the patient to consult the physician for most of his inquiries and to manage the cylinder aneurysm. No further information was provided.

Manufacturer narrative:
B3. Exact date of event is unknown; therefore, first day of boston scientific aware month was selected.